Event description:
It was reported that the patient "never really had" therapeutic effect. It was stated that the device "worked at times," but it was difficult to determine if it was working because the patient had parkinson's disease. It was also stated that the patient was having back pain, so the device might have had to be removed to treat the back pain with radio frequency rhizotomy. A little less than a month later, it was reported that the patient received assistance from their doctor on (B)(6), but still had concerns. Almost three weeks later, it was reported that the implantable neurostimulator (ins) and lead were replaced on (B)(6) 2012. The cause of the event was unknown. It was stated that a new ins and lead were implanted in the same pocket and the "opposite side." It was unclear what "opposite side" referred to and whether the new device was actually implanted in the exact same pocket as the old device. The results of the revision were stated as "unclear." No abnormal impedances were reported. No signs or symptoms were reported. No hospitalization was required. The patient outcome was listed as no injury. It was further stated that the patient received assistance from their doctor on (B)(6) and their concerns were resolved. No additional information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v576606, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).